Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported distorted 2d images from the imaging system. There was no patient present when this issue was identified. Onsite investigation was performed the field systems engineer was able to replicate the issue. Parts replaced: lvds cable, cp1-cp2 conversion kit (x2), pleora box (x2), paxscan command processor (cp2), and the detector panel kit. Replacement of the aforementioned parts resolved the issue. No further issues were reported. Paxscan command processor (cp2) and one cp1-cp2 conversion kit were lost in transit, therefore, no analysis will be possible by manufacturer. Analysis of the returned lvds cable, cp1-cp2 conversion kit, detector panel kit and one of the pleora boxes could not confirm any failure as all these parts passed testing and functioned without problems. Analysis of the second returned pleora box confirmed the electrical failure as the frame rate error was observed during testing. A software investigation was also completed. This investigation found the reported issue to be related to hardware as software functioned as designed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported distorted 2d images from the imaging system. There was no patient present when this issue was identified.